Manufacturer narrative:
Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he thought the battery was going out. The patient reported that he contacted his doctor. The patient reported that his arm hurts and was locking up. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had two inss, one for his left arm and one for his lower extremities. The patient reported that one for his lower extremities was still working. The patient guessed that the ins for his left arm started going out. The patient reported that he could feel it. The patient reported that he noticed it this morning when he woke up, it was bothering him. The patient reported that it was not doing what it was supposed to be doing. Additional information was received from the patient on (B)(6) 2019. They reported that in (B)(6) 2019, they noticed the ins was not working for their reflex sympathetic dystrophy (rsd); it was not letting them do want they wanted to do. They were also feeling stimulation stop and start. During the call with patient services, the patient changed the batteries in the controller and then synced to the ins. The stimulation was set to 0.50 volts, which was too low, so the patient increased to 1.0, but didn't feel anything. They then increased to 2.0 volts, but still didn't feel anything. Then they increased to 3.3 volts and yelped in pain, so they decreased to 3.2 volts and turned the stimulation off. It was noted that in the past it almost knocked the patient out of their seat. A request was made to meet with a manufacturer representative (rep) because the patient did not have a doctor managing their device at the time. It was reviewed that the patient would need to contact a doctor to schedule an appointment with a rep. Physician listings were sent to the patient. No further complications were reported or anticipated.